Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the "display is bad." This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event become available, a follow-up medwatch will be submitted.